Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds due to a micro-dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the atrial pacing capture threshold was elevated. The analyst commented that since mid-june of 2014, atrial capture thresholds are consistently greater than 2.5mv.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.